Event description:
It was reported that the insulin pump alarmed failed self test. Customer's blood glucose reading was 95 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump was received with an alarm during the self test due to a faulty component on the remote frequency board. The pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, scratched keypad overlay, scratched case, scratched reservoir tube window, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)